Event description:
It was reported to the MFR by the facility ((B)(6)), per the facility the resident was attempting a supervised move from the bed to the wheelchair. The resident rocked back and forth on the side of the bed several times to gain momentum to stand while holding the deluxe handle. The deluxe handle was attached to the comfext and the comfext was attached to the bed. The comfext detached from the bed and the resident fell forward off the bed. She landed on her knees on the floor. The facility performed an evaluation and x-rays for injuries. The resident has bruising on her knees and pain. Complaint # (B)(4) and ra # (B)(4) has been entered into our system to retrieve the comfext for evaluation. As of this writing, the comfext has not been returned to joerns.

Manufacturer narrative:
Joerns sending the report to the MFR.